Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood in the manifold of the device upon device return. There were numerous kinks to the hypotube. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device had tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 8mm from the tip of the device. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation, however, during procedure the balloon ruptured. The procedure was completed with a different device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation, however, during procedure the balloon ruptured. The procedure was completed with a different device. There were no patient injury reported and the patient condition was good.